Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 19 months after placement in site 19, the implant was removed due to the patient experiencing pain in the site. The bone quality was reported to be type ii. The device will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 19 months after placement in site 19, the implant was removed due to the patient experiencing pain in the site. The bone quality was reported to be type ii. The device will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).